Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported a home monitoring transmission strip indicated loss of right ventricular capture threshold. The patient presented to the clinic and high capture threshold was observed. The device was electively explanted and replaced. The patient was discharged.